Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose results were 145mg/dl, 135mg/dl, 254mg/dl. Tests were done <10 mins apart with a difference of 39%. Pt did not experience any adverse events. No further info has been reported.